Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the intentional 30/70 a/v placement was too low in the native annulus for that patient. The low placement led to a lack of sealing around the skirt of the valve. A second valve was placed and corrected the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post sapien xt valve deployment, it was believed that the valve landed where it was intended; however, there was severe paravalvular leak (pvl). The valve¿s pre-deployment and post-deployment position was 30/70 aortic/ventricular (a/v). It was presumed that the pvl was due to the lack of sealing around the skirt. A second valve was placed 40/60 a/v and had no leak. The patient had short coronary heights (8mm) and narrow, severely calcified sinotubular junction (stj 17mm) so it was decided to plant the valve deeper in the lv, however the final placement was too low for the patient.